Event description:
It was reported that the pump touchscreen was broken and remained black. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.